Manufacturer narrative:
Internal reference: (B)(4). Facility declined to provide patient information. The implant or explant dates are not applicable to this device. Concomitant medical products: microcatheter: caravel; asahi intec, balloon catheter: ryusei;terumo. State/prefecture is (B)(6). The device was discarded at the customer site and will not be returned for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a diagnostic coronary ifr procedure the manufacturer's device was advanced to distal lad (left anterior descending artery) when the tip went into septal branch unexpectedly, got stuck and could not be removed by itself. They exchanged from 5fr. System to 6fr. And a microcatheter was inserted over the device, advanced beyond the tip and the manufacturer's device was removed. Effusion and a perforation were observed under angiogram, a balloon catheter was inflated and placed for 10 minutes. They confirmed the balloon worked with no effusion. The procedure was finished without ifr measurement. A pci procedure is scheduled for this patient at a later date. Vessel: highly tortuous and severely calcified lesion with 75% stenotic lesion was at #7, lad. This adverse event is being submitted because additional intervention was required to remove the manufacturer's device. Additionally, the patient's vessel was perforated (with effusion) requiring additional intervention.